Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 3. The patient's largest prescribed fill volume (lpfv) was 3000ml and the drain volume was 4803ml. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the device logs found a drain volume that meets the current criteria of an increased intra-peritoneal volume (iipv) incident ((B)(6) 2013 at 11:36 / cycle 3 / drain 4803ml, largest fill volume = 3000ml). The cause of the iipv was determined to be due to insufficient drain, one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specifications for the iipv found during a manual download of the device logs. The device was sent for servicing. This is an ancillary complaint found during evalation of (B)(4). If additional relevant information is received, a follow-up will be submitted.